Event description:
It was reported that the pump housing and usb port were damaged after the pump was dropped and hit the ground, which affected the customer's ability to charge the pump, though it did not cause a shutdown. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the customer's pump, ensuring they received one with updated software. The customer was advised to use a backup therapy to maintain insulin delivery until the replacement arrived and was instructed to send back the damaged pump within 10 days to avoid charges. The customer acknowledged the instructions provided, including programming settings and connecting their cgm to the new pump.